Event description:
Procedure: laparoscopic cholecystectomy. The balloon failed towards the end of the operation. There was a loss of co2 and pieces of the balloon fell into pt's abdomen. No pt injury reported.